Event description:
The customer reported that a small fragment of the blue plastic from the instrument's jaw fell off into the patient's cavity. The surgeon saw it and retrieved it using the instrument itself. Another instrument was used to complete the procedure without incident. The site stated that there was no danger to the patient. The patient was said to be recovering favorably.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.